Event description:
During the implant procedure, while tunneling with the inspire tunneler, a vessel was nicked, and the patient experienced bleeding. Physician located the source and cauterized the bleeding to achieve hemostasis. This resolved the issue.